Manufacturer narrative:
Field service was dispatched for the architect c4000 analyzer and the needle valve wash cup was identified as the likely cause for the falsely elevated patient result and was coded as misaligned/loose. The issue was resolved by the field service engineer by adjusting the wash cup needle valve up for more water flow to the probe wash cups, as the probe wash flow was outside of specifications. A review of the architect c4000 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the needle valve was adjusted. The architect system operations manual provides information on troubleshooting procedures concerning erratic/ discrepant results. The architect ict (na+, k+, cl-) sample diluent reagent package insert provide information for sample handling, limitations of the procedure, interpretation of results, and performance characteristics. A search for similar complaints identified no adverse trend of the needle valve wash cup. A review of the architect c4000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The architect c4000 erratic result rate is within acceptable limits with no trends identified. The discrepant potassium results were resolved through normal troubleshooting, which included adjustment of the needle valve wash cup by the field service engineer (fse). No product deficiency was identified for the likely cause needle valve wash cup and architect c4000 analyzer.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated potassium of 8.4 mmol/l on sample ID (B)(6) that repeated 3.8 and 3.8 mmol/l when processed on the architect c4000. No impact to patient management was reported. No specific patient information was provided.